Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4), lasso catheter, model and lot numbers unknown, st. Jude medical transseptal needle, model and lot numbers unknown, st. Jude medical sl2 sheath, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure, the patient became hypotensive, and her carbon dioxide levels dropped. A tamponade was confirmed, and pericardiocentesis yielded 1.5l of fluid. The patient was reported to be in stable condition after leaving the electrophysiology lab. The patient required an overnight stay in the intensive care unit with a drain in place, as well as an additional day for observation, but eventually fully recovered. The physician¿s opinion regarding the cause of the injury is that the catheter was positioned in such a way as to create high force, and perhaps also that the patient was of advanced age. There are no known patient factors that may have contributed to the injury. The patient had been administered anticoagulants, with activated clotting times between 300-325 seconds. Two transseptal punctures were performed with a st. Jude medical transseptal needle. The sheath in use was a st. Jude medical sl2 8.5fr. Overall ablation time, as well as the last ablation cycle time at the site of injury are unknown. Generator parameters are also unknown. Spi values are unknown. The catheter flow was set to 8cc/min. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial warm up phase, and the carto system did not indicate that the catheter required re-zeroing at any point during the procedure. No error messages presented on any biosense webster equipment during the case.

Manufacturer narrative:
(B)(4). It was reported that an (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).